Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the sensor and the insulin pump were not communicating properly. He was also hospitalized. Customer stated he refused to go to the hospital. Paramedics assisted the insulin pump never registered below 67 mg/dl and did not shut the basal off. Customer's blood glucose was 18 mg/dl, treated with good and glucose tablets. Sensor reading was 50 to 60 points inaccurate to the finger stick reading. The insulin pump delivered a bolus for a meal; he was sidetracked and did not eat. Customer treated and raised his blood glucose to 100 mg/dl. No further information reported.